Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that product was mixed in sealed tray with a bd vacutainer® cat (clot activator tube) plus blood collection tubes. The following information was provided by the initial reporter: different caps in the one, sealed tray.

Event description:
It was reported that product was mixed in sealed tray with a bd vacutainer® cat (clot activator tube) plus blood collection tubes. The following information was provided by the initial reporter: different caps in the one, sealed tray.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect cap color with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#134494 and potential causes have been identified. As a result, corrective actions have been established and implemented. H3 other text : see h.10.